Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a high blood glucose reading of 427 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. During the call, the customer became slightly disoriented. The customer's son-in-law was called and advised to take the customer to the emergency room. Nothing further was reported.